Manufacturer narrative:
Patient reported sound intermittency. During the revision, the root cause was determined to be blood ingress in the header of the sound processor. This was confirmed during returned product analysis.

Event description:
Envoy medical corp. Was notified on (B)(6) 2025 that the patient had sound intermittency. A lateral skull film was reviewed by dr. (B)(6), who confirmed that both leads were fully inserted into the sound processor. An MDR assessment was done on (B)(6) 2025, which determined that the event was not reportable, because there was not enough evidence to determine definitively whether device malfunction had occurred. On (B)(6) 2025, the patient was seen by dr. (B)(6) with remote support from envoy for a follow up appointment. Diagnostics performed during the appointment indicated normal device function, but sensor tests indicated abnormal function when the patient clenched or manipulated their jaw. Dr. (B)(6) recommended the patient have a revision surgery, which was confirmed as scheduled on (B)(6) 2025. Another MDR assessment was done on (B)(6) 2025, which determined that the event was not reportable because the revision was needed to determine whether the issues were anatomical or device related. On (B)(6) 2025, dr. (B)(6) performed a revision on the patient to attempt to resolve the issue, the surgeon noted blood ingress in the header of the sound processor, and the sound processor was replaced. On (B)(6) 2025, envoy received confirmation that the revision had resolved the issue. Patient/clinical history with emc: (B)(6) 2024: baseline audio. (B)(6) 2024: implant. (B)(6) 2024: activation. (B)(6) 2024: fitting. (B)(6) 2025: fitting. (B)(6) 2025: case review. (B)(6) 2025: follow-up. (B)(6) 2025: transmastoid revision. (B)(6) 2025: post-revision fitting.